Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. An image was reviewed by a boston scientific quality engineer. It is possible to observe the device with white material which is potential adhesive. The device did not return; therefore, product analysis could not be performed.

Event description:
It was reported that during preparation and during the procedure of the farawave procedure for atrial fibrillation, the catheter had a white power everywhere on the handle. The catheter was used to complete the procedure. No packaging damage reported. No patient complications occurred. The device was disposed of and not expected to be returned. An image was provided for review.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation and during the procedure of the farawave procedure for atrial fibrillation, the catheter had a white power everywhere on the handle. The catheter was used to complete the procedure. No packaging damage reported. No patient complications occurred. The device was disposed of and not expected to be returned. An image was provided for review.